Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an aborted shock due to low, high voltage lead impedance. However, that same episode broke on its own seconds after the shock was withheld and the patient returned to sinus rhythm. Lead impedance tests were performed and showed that high voltage lead impedance values were in normal range. Right ventricular lead revision was discussed. There were no patient consequences.